Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced pain, discomfort and infection at the sensor site. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who performed incision, cleaning, disinfecting the local site and was prescribed with pyostacyne oral antibiotic for 3 days for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced pain, discomfort and infection at the sensor site. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who performed incision, cleaning, disinfecting the local site and was prescribed with pyostacyne oral antibiotic for 3 days for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. Customer experienced pain, discomfort and infection at the sensor site. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who performed incision, cleaning, disinfecting the local site and was prescribed with pyostacyne oral antibiotic for 3 days for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Dose audit reports (ivr-pqe-824) were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. At this time the reported product has not yet been returned for this complaint. An extended investigation has been performed. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution.